Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated loci high-sensitivity troponin I (tnih) patient sample results obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system sn (B)(6). Three more samples were drawn from the same patient (B)(6) 2023 and (B)(6) 2024 and were all falsely elevated. Prior troponin testing results from the same patient have indicated a chronic high loci high-sensitivity troponin I (tnih). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
Additional information (18-july-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Quality control (qc) recovered within the customer's acceptable ranges. The requested information required to investigate this incident was not made available to siemens. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00053 was filed on 05-feb-2024.